Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to mild synovial changes with turbid straw-colored fluid. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6) 2007, pt was implanted with a depuy asr hip on her left side. Sometime after (B)(6) 2007, pt learned that her hip needed to be revised. It was also discovered that there were high concentrations of various metallic elements in her blood.